Manufacturer narrative:
Esp personnel reviewed troubleshooting steps with the rn. The rn was instructed to disconnect the fo connector, which successfully stopped the alarm.

Event description:
The user contacted the emergency support program to report a fo sensor failure. No patient harm or injury was reported.